Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's fill estimate was inaccurate. Reportedly, the customer may have overfilled the cartridge. The customer's blood glucose (bg) level was 66 mg/dl. The customer was unsure of the cause of the bg. The customer treated bg with food.